Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
It was reported that the insulin pump received motor error multiple times. The customer¿s blood glucose level was 18 mmol/l. The customer also reported that they were able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer also reported that the motor error alarm did not recur. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.